Event description:
On (B) (6) 2010, a report was found on the FDA website maude describing the following: event date: (B) (6) 2009. Event type: injury. Pt outcome: life threatening; hospitalization required, intervention disability other. Event description: cuff failure on the endotracheal tube. Pt desaturated on the vent. Cardiac arrest.

Manufacturer narrative:
(B) (4)